Event description:
The customer reported to olympus during reprocessing of the ultrasonic gastrovideoscope failed in the wash cycle saying that the water channel was blocked. The user recleaned the scope and ran again and had the same results. The scope was manually disinfected. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Additionally, the evaluation revealed the following finding: adhesive on bending section cover a-rubber had a chip, the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material got stuck in forceps elevator and the elevator was temporarily not working. The root cause of the foreign material and clogged nozzle could not be identified. The events can be detected by following the instructions for use which state: ""inspection of the endoscope: inspection of the forceps elevator mechanism: 1. Straighten the bending section. 2. Move the elevator control lever slowly all the way in the opposite direction of the 'u' direction. 3. While observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the 'u' direction until the elevator control lever stops. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. 4. Confirm that the forceps elevator remains stationary when pushed from behind while holding the elevator control lever stationary. 5. Move the elevator control lever slowly all the way in the opposite direction of the 'u' direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly."" ""Inspection of the endoscopic system: inspection of the air-feeding function -confirmation of emitting no air bubbles -confirmation of emitting air bubbles inspection of the objective lens cleaning function"" olympus will continue to monitor field performance for this device."